Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-jun-2026, a cetas healthcare notification was received via email indicating that information from a clinical study had been obtained. The report stated that the healthcare professional (hcp) reported the occurrence of infection, including both deep and superficial infection, in the patient following the use of an arthrex knotless tensiontight button implant system for the indication of a biceps tendon lesion. At the time the infection was identified, fixation had already been achieved. As a result, the implant was removed, and debridement was performed to treat the event. The reported adverse event was classified as infection. Device causality was assessed by the hcp as unrelated to the device. No device malfunction or breakage was reported.